Manufacturer narrative:
Analysis of the returned device identified: creases fold, wear abrasion and underweight. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, striated opening on anterior, stress marks, observed 40 mm dark patch edge material inside gel device and observed what appears to be like crater appearance on shell surface. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool; an opening crease sharp on posterior due to fold flaw opening.

Event description:
Healthcare provider reported right side rupture and capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side rupture and capsular contracture, baker grade ii. Device has been explanted.